Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The likely cause of the reported issue was determined to be user error.

Event description:
A customer contacted stryker to report that their device intermittently lost connection to the pads while in operation. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer confirmed there was patient involvement in the reported event and the records have been updated accordingly. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information.

Event description:
A customer contacted stryker to report that their device intermittently lost connection to the pads while in operation. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Section h11 of initial medwatch report indicates: stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The likely cause of the reported issue was determined to be user error. Section h11 of initial medwatch report should indicate: stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Section h6 conclusion code grid of initial medwatch report indicates: cause traced to user. Section h6 conclusion code grid of initial medwatch report should indicate: cause not established.

Event description:
A customer contacted stryker to report that their device intermittently lost connection to the pads while in operation. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.